Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. The customer stated that the death was diabetes related. The customer went into a coma, and subsequently experienced several strokes. The father agreed to return the insulin pump for testing. The father did not want the insulin pump to be returned to him. Nothing further was reported.